Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The customer performed a display check and the "88.8" was visible with no missing segments. The customer could see the most recent result in the meter memory. While attempting to set the date and time, the customer could not see "off" on the meter's display, the top horizontal bar of the "f's" were missing, and "on" was not clear. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The display segments have failed in all areas. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated by penetrated liquid. This also affects the conductive rubber contacts. Product labeling advises proper handling if the device display check fails. No medical risk is likely.